Manufacturer narrative:
Eval results: visual inspection of the returned product found the cartridge tip split. The lens was returned with a piece of the lens optic and one haptic torn off and missing. The foam tip plunger was returned with the foam tip torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
It was reported that the surgeon inserted a +22.5 diopter cc4204bf collamer single piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. Another same type lens was implanted.